Manufacturer narrative:
Model number/catalog number: 72404252-10. Serial number: n/a. Batch/lot number: 1100640892. Model/catalog description: lgx preconnect ms 18cm ps 10cm tl iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient's artificial urinary sphincter (aus) reservoir was folded and all fluid was trapped in the cylinders. The device would not pump; it was fully inflated at all times. The reservoir was explanted and replaced. No patient complications were reported.